Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported tip separation was confirmed. The difficult to remove (resistance) could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, dimensional measurements, and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. Sem results concluded that the core failure may have been attributed to ductile overload at a bend and the tip coil failure to tensile overload. A review of the lot history record and complaint history of the reported lot could not be conducted, as the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat an occlusion in the narrow distal anterior tibial with mild calcification, a whisper ms guide wire was advanced, percutaneous transluminal angioplasty (pta) was successfully performed with a fox sv pta catheter. During removal of the guide wire, resistance was felt and the distal end of the guide wire separated inside the patient anatomy. The distal separated portion was retrieved from the patient anatomy successfully using a goose neck snare device. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.